Manufacturer narrative:
A ge rep evaluated the system and found the system software to be corrupted, and error logs showed improper shutdowns occurred, which could corrupt the system software. Reloaded software and discussed improper shutdowns with customer, and performed other maintenance actions. System operates as intended.

Event description:
Customer reported the system would not save images. No pt injury was reported.